Event description:
It was reported the patient died. The reporter indicated the death was not device related. No further information was reported.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-33, lot# va0477x, implanted: (B)(6) 2013, product type: lead. (B)(4).